Manufacturer narrative:
Product analysis: the product remains implanted; therefore no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this transcatheter bioprosthetic valve, was implanted too deep, and resulted in moderate to severe paravalvular leak (pvl). Seventy-six days following the implant of the valve, a second transcatheter bioprosthetic valve, was implanted valve-in-valve, with a good outcome. No adverse patient effects were reported.